Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 3.9 inr. Between 10 a.m. And 12 p.m., a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 2.9 inr. The 2.9 inr value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently fine. The patient's therapeutic range is 2.5 - 3 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed since last tested. The patient has not taken any new medications, has had no diet changes, and has had no additional illnesses since last tested. The patient had no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and controls. The meter date setting was found to be incorrect. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy.